Event description:
It was reported that the patient experienced status epilepticus and subsequently had emergent vns replacement surgery. The physician believed that the status epilepticus was due to battery depletion. Diagnostics were not available from after the onset of the status epilepticus. The patient had generator replacement surgery, but the generator was not returned to the manufacturer. No further relevant information has been received to date.